Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to a lead fracture and high, out of range, pacing impedances. A new epicardial lead was placed at the same surgical intervention. No additional adverse patient effects were reported.